Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c6-c7. The following post-operative event was reported: post opvisit date- (B)(6) 2008 ae onset date: (B)(6) 2007; ae description: patient experienced right sided cervical pain radiating into the right arm with numbness, becoming progressively worse. Also experienced sharp pain in right chest area, similar to plenous neck symptoms. Medication: yes; referred to specialist: yes; physical therapy: yes; other treatment: MRI (B)(6) 2007 MRI (B)(6) 2008 additional surgery: removal of c6-c7 plate with discectomy at c5-c6 with anterior plating; additional surgery date: (B)(6) 2008; hospitalization: yes; additional treatment: initial symptoms treated conservatively with pt, and medications, then surgical intervention. Discharged from hospital on (B)(6) 2008 with lorcet. Description: MRI on (B)(6) 2007 showed foraminal stenosis at c4, c5 and c6. MRI on (B)(6) 2008 revealed a new disc herniation at c5-c6- patient continues to have some intermittent neck pain, pt ordered. Post op visit date- (B)(6) 2010 medication: yes;other treatment: cervical MRI- (B)(6) 2010 cervical xrays (B)(6) 2009 and (B)(6) 2010 additional surgery: anterior cervical discectomy with fusion at c4-c5; additional surgery date: (B)(6) 2010; hospitalization: yes; additional treatment: patient continues to have severe right neck, arm, and shoulder pain progressively worsening. MRI obtained on (B)(6) 2010 showed foraminal stenosis at c4-c5 on the right. Patient underwent surgical intervention on (B)(6) 2010. X-rays were stable description: no resolution of right neck and arm pain. Doctor feels the right arm pain is cubital tunnel syndrome and that the neck pain may be myofascial pain from surgery.

Manufacturer narrative:
(B)(6).